Event description:
It was reported the ventricular lead impedance measurement was low and oversensing was observed with a possible breach in the insulation. The patient's underlying rhythm was sinus bradycardia. The device was reprogrammed to aair and remains in use. The patient will be followed up in three months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.